Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had a bad fall early in 2014, and that since then had no access to sound with the device. The patient did not attend to the clinic until (B)(6) 2015. Latest in situ measurements showed 9 electrode channels with status hi, previous in situ measurements showed normal results. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report and the reported accident appear to match well with this finding. This is a final report.

Event description:
It was reported that the patient had a bad fall early in 2014 and since then has had no access to sound with the device. The patient did not attend the clinic until (B)(6) 2015. Latest in-situ measurements showed 9 electrode channels with status hi, previous in-situ measurements showed normal results.